Event description:
It was reported that connector on the main pump tubing, ar-6410, was disconnecting from the pump console with little movement. A new tubing was opened and used to complete the case with no adverse effect to the patient.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Visual evaluation showed the luer lock cap has broken. Functional testing was not performed, since the luer lock cap is broken. Most likely cause damaged by end user.